Event description:
It was reported, an inflammatory mass was discovered. Pt's pump was not in use for the past 2 years. It was unk if pump contained saline, was empty or completely stopped. The drug, concentration and dosage were unk. Add'l info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).